Manufacturer narrative:
The investigation for the acute hypoxemic respiratory failure secondary to the congestive heart failure has been completed. The pump nor the data logs were returned for evaluation. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the acute hypoxemic respiratory failure secondary to the congestive heart failure could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1 MDR reporting contact email. H6 clinical code 1721 changed to 4446 and 2484.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump placed to support an acute myocardial infarction/cardiogenic shock patient admitted in through the emergency room with plans for high risk percutaneous coronary intervention. The support was for 80 hours and allowed for the percutaneous coronary intervention and was successfully weaned and explanted. Months later, abiomed¿s long-term outcome and quality indicator (loqi) impella registry database reported an adverse event with an undetermined relationship to the impella use. The patient had suffered acute hypoxemic respiratory failure secondary to congestive heart failure. The patient was medically managed, inclusive of bilevel positive airway pressure, and recovered.